Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument malfunctioned and became stuck in a right angle. No pt harm, adverse outcome or injury was reported.